Event description:
It was reported that the ventilator shut down with an audible alarm while connected to a patient. The patient was in the car when the event occurred and had to be manually ventilated for the remainder of the car ride home. It was also reported that the ventilator shut off, turned on, had an audible alarm, and then was unable to be powered off again. No patient harm reported.